Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report that the pcu unit had a system error code 133.6090 was confirmed through a log review of the suspect pcu unit logs; however, it was not replicated during extensive laboratory testing. No obvious issues were observed during the internal or external inspection that could explain the reported issue. During inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The event, error and battery logs were retrieved from the suspect pcu via alaris maintenance system (asm) to ascertain programming and event details associated with the alleged incident. A review of the suspect pcu error log was performed, and 4 error codes 133.6090 (main_speaker_failure) were noted from (B)(6) 2025 to (B)(6) 2025. The error code 121.2070 (comm_no_response_failure) also was noted 4 times at the reported date. The suspect pcu was powered on in the ¿as received¿ condition, no issues or error codes were observed. Power cycle (on and off) the suspect pcu unit twenty (20) times in the ¿as received¿ condition and after charging the battery for twenty-four (24) hours could not reproduce the reported error code. The battery conditioning test was performed with no errors observed, which indicates the charging circuitry is operating as expected. The bd alaris pc unit (pcu) software runs in self-checking programs prior to and during operation. A system error message means that the bd alaris system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Note to repair center: the pcu was disassembled during the investigation; please ensure proper assembly and retorque screws as required. Dchu is not responsible for any cost associated with incidental findings. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had system error code 133.6090. There was no patient involvement.